Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube ¿ endoscope interface at guidewire access sheath section and the inner member was kinked. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer and pulling the tip distally. No issue with the stent noted and other issues with the delivery system were noted. The damages noted with the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a 1-cm malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed fully covered by the outer sheath, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the outer sheath was broken at the outer diameter: proximal exterior tube ¿ endoscope interface at guidewire access sheath section.